Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a faulty image with interference lines (noisy image). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, e4, g3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.